Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the investigation, no root cause is able to be determined at this time and the defect can not be confirmed. However, per the manufacturer's investigation, this reported defect is not likely to have happened during the manufacturing process. It is believed that the defect could happen during application/use. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was submitted to the manufacturer for evaluation. Through visual examination, the photo was observed to show a good catheter with a blue tip and a used, contaminated sheared catheter missing the tip. B. Braun medical inc. Kits are packaged according to blueprint specifications while inspecting for any defects or deviations from drawing (e.g. Embedded particles, dirt, missing or incorrectly assembled parts, etc.). In addition, there are incoming, in process and final functional inspections performed during the manufacturing of components and finished good items. Based on the investigation, the reported defect is not likely to have happened during the manufacturing process. A possible cause of the reported defect could be an application error. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: detailed inquiry description: catheter tip broke off. Patient received an epidural for delivery. Epidural was removed per protocol. Upon removal, it was noticed that the blue tip was not intact. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.